Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Caller reported the rubber of the frontal buttons (menu and check buttons) on the infusion device has been damaged and the buttons do not work. Caller stated only the lateral buttons work. Caller reported the frontal buttons were stuck (below the normal level) and the patient attempted to fix them with a toothpick and since that time the frontal buttons do not work. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.